Event description:
I had bellafill injections administered by a plastic surgeon approved by bellafill corp., to administer this product, which was approved by the FDA for acne treatment, and it was totally worthless and costly. It did nothing whatsoever for the scars for which this visible crap was approved by the FDA to do. I think further study of this useless filler should be made. I've had fillers for decades for acne scars and laser burn scars, and all the fillers have worked more than not. This is the only filler that did absolutely nothing but deplete my checking account. "How was it taken or used: subcutaneous." Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. "Did the problem stop after the person reduced the dose or stopped taking or using the product: yes." Reason for use: for acne scars on one side of the face.